Event description:
Using coblator ii generator and supply handpiece (evac70xtra with integrated cable). Surgeon experienced an electrical shock and burning sensation through surgical gloves. Changed handpiece (same lot #), patient received an electrical surge causing face to twitch. Stopped using device, saved used handpieces, and completed a work order for coblator ii generator to be serviced by biomed dept.